Event description:
The customer was hospitalized for dka. The contact stated that the customer was treated with an insulin drip. It was stated that an alarm occurred prior to the event. The md confirmed that the programming and histories were accurate. In addition, the reservoir was placed correctly in the pump. Troubleshooting was done and the pump passed the bolus test. While performing the occlusion test, the md stated that there was leakage found at the luer connection. The customer did not have extra supplies to finish troubleshooting. It was indicating that the customer will call back. No further details.